Manufacturer narrative:
The customer¿s report of cracks and leaks was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No cracks on the male luer or female luer were observed. Functional and pressure testing was performed and no leaks were observed. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reports the male connector of the extension set cracks and leaks. There is no report of patient harm.